Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the logs showed noise and interference through the ECG signal and could not identify any critial ECG issues with electrode pads. The electrode pads were not returned as part of this investigation. It's important to mention that significant damage was observed to the enclosure of this device and was replaced as part of the repair process. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.